Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample was provided for evaluation. Upon evaluation of the sample, it was leak tested and no leakage was detected. To replicate the reported defect, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line. B. Braun pump repeatedly alarming air in line. Rn used correct b. Braun blood admin instructions. Order was to give one unit over 1 hour but blood expired after 4 hours infusing and total volume was not given (~250 of ~280ml given). Rn also had to spike a saline bag to give volume, but the 4-hour time limit occurred before full volume was administered. No injury reported.